Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint that the guidewire and/or stylet were difficult to remove from the catheter with subsequent aspiration issues and active bleeding after removal was inconclusive due to the condition of the sample returned for investigation. One 24cm niagara catheter was received without the stylet and guidewire. Impressions from clamping were observed in each extension leg. Blood residue remained in the venous extension leg. A tactual investigation revealed nothing remarkable. A stylet from an unused catheter was inserted into and removed from the returned catheter without any difficulty. Water was flushed and aspirated through each lumen and no occlusions or leaks were identified. As no damage or defects were observed on the returned sample and since the guidewire and stylet were not returned for investigation, the complaint was inconclusive. It was unknown if any complications associated with the clinical setting affected the functional performance of the returned device. It is unknown if the clamp was closed over the venous extension leg while the stylet was in place. The IFU states, ¿do not clamp the venous (blue) lumen until the venous insertion stylet and guidewire are removed. (Clamping will kink the stylet and prevent guidewire passage).¿ a lot history review (lhr) of rebq0016 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the catheter was placed, 24 cm left femoral. Healthcare professional met resistance when attempting to remove the guide from the blue (vein) path, as the guide was blocked in the catheter. There was strong resistance after attempted withdrawal, it was impossible to have reflux on the blue (vein) path. Catheter was removed as it was not functional. Following removal, the patient presented with active bleeding at the puncture site with a need to compress for more than 30 minutes. The patient is thrombopenic with disruption of the coagulation balance; compressive dressing in place.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) of rebq0016 showed no other similar product complaint(s) from this lot number. Device not returned, at this time.

Event description:
It was reported that the catheter was placed, 24 cm left femoral. Healthcare professional met resistance when attempting to remove the guide from the blue (vein) path, as the guide was blocked in the catheter. There was strong resistance after attempted withdrawal, it was impossible to have reflux on the blue (vein) path. Catheter was removed as it was not functional. Following removal, the patient presented with active bleeding at the puncture site with a need to compress for more than 30 minutes. The patient is thrombopenic with disruption of the coagulation balance; compressive dressing in place.